Event description:
Medcomp dignity port septum with large "blue" fragment attached to it. Was not able to remove by wiping, which the proceduralist had already decided not to use it. Unclear if adhering to surface or impregnated in the silicone. Manufacturer response for implantable accessible intravenous cl port, powerport® slim implantable port / 6f dignity power port (per site reporter).

Event description:
Medcomp dignity port septum with large "blue" fragment attached to it. Was not able to remove by wiping, which the proceduralist had already decided not to use it. Unclear if adhering to surface or impregnated in the silicone. Manufacturer response for implantable accessible intravenous cl port, powerport® slim implantable port / 6f dignity power port (per site reporter).